Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received repeated no delivery alarms. The customer called back to report the alarm persisted. The customer's blood glucose was unknown at the time of incident. The customer reported the alarm occurred during a manual prime. The customer stated the event was resolved by a complete set change. The customer agreed to return the reservoir for analysis.